Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since 6 years have passed since the manufacturing of the device, the likely cause of the of the worn out pin of the video connector receiver is due to the repeated use; the worn pin of the video connector receiver contributed to the electrical contacts of the video connector to become unstable, and causing the image flickers when the cable is manipulated. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation of the referenced asset found there was an intermittent flickering/no image when the video cable is manipulated due to worn out contact pins inside the video connector. Additionally, the external housing has deep scratches on the top cover; faded/discolored front panel; stains on the rear panel and discoloring of the main switch. The device was repaired to standard specifications and returned to asset stock. There was no previous repair records for this asset. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, there was an intermittent flickering/no image found on an asset evis exera iii video system center. There was no report of any problems associated with the device and there was no report of patient injury, harm or involvement.